Manufacturer narrative:
Device return evaluation was completed . Cloudy image (invasion of moisture into the objective lens) due to internal humidity was observed. Air leak checked performed and no issue was observed. Furthermore, missing curved rubber joint (curved rubber part) was found and the label of the light guide connector was noted peeling. The investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of" no image appears". The issue found during an unknown event. There was no patient harm, no user injury reported as a result of the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause of the foggy image could not be determined; however, the foggy image was likely caused by stress of repeated use, external factors, or handling of the device which may have led to the charged coupled device (ccd) unit being broken. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the instructions for use (IFU). If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.